Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on.  The customer had been using the device to monitor the patient's nibp during an event.  There were no adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided. Physio-control contacted the customer in order to obtain additional information about the patient and the event; however, no further details were available.